Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and the housing was worn. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the housing of the handpiece device was worn. The trigger was defective and the device would not run, the mechanics seized, the bearing was corroded, the device failed lid leak tightness test, moving parts of the device were not moving smoothly. The device had a sticky trigger, and there was component damage. It was further determined that the device failed pretest for check function of the device, check for wear on housing, check for sticky triggers, check for mechanical free movement, leakage test, and general condition. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.